Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Revision of a hip surgery due to periprosthetic fracture.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an anato stem was reported. A review by a clinical consultant confirmed a periprosthetic fracture and stem malposition. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review by a clinical consultant noted: the fact that an external overload condition must have been present is also evident from the fact that not only a pp-fracture has occurred around the anato stem, but also the trident cup has undergone significant change in position. From an originally quite adequate component position regarding inclination and anteversion, it has tilted in almost horizontal position, something that would only be possible under the influence of significant external forces. This allows to conclude that quite likely unknown patient trauma, because not reported or due to lack of information, has been a principal factor to contribute to the problem. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded, as such, an adverse combination of patient-related factors (trauma/adverse movement) and procedure related factors (suboptimal stem position in valgus) has caused an overload condition exceeding the local 2 strength of the surrounding bone and causing a pp-fracture. Device-related factors play no role because the problem is located outside the device and materials and/or manufacturing aspects of the device play no role in pp-fracture failure scenario¿s. If additional information and/or the device becomes available this investigation will be reopened.

Event description:
Revision of a hip surgery due to periprostetic fracture.